Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing; the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 01 nov 2007. It has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. The platform was connected to the autopulse vision software and revealed a system error 136 (internal parameter corrupted) message. The archive data was unable to be downloaded and a review was not performed. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. As part of routine service during testing, the platform was further tested with a good known processor board. The platform during initial power up, displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. A load characterization check was performed and found that the load cell was defective and this issue will cause a ua 7 error message. This ua 7 error message observed during functional testing is not related to the customer report of a system error, out of service, revert to manual CPR message. Upon customer approval, the processor board and the load cell will be replaced, and the platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) during shift check was powered on and displayed a "reinstall lifeband" and "restart" message. After reinstalling the lifeband, the user powered the platform on; however, the user control panel displayed a system error, revert to manual CPR, out of service message. The user was unable to resolve the issue. No patient was involved with this event.